Event description:
It was reported that the single use 2-lumen sphincterotome cutting wire tip broke and bent when attempted to cut. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure that was completed with non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.